Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at the emergency room with stabbing pain on the left side, near the lower part of his heart. It was noted that the capture threshold was high and the impedance on the right ventricular lead had dropped significantly. The right ventricular lead was explanted and replaced. The patient was stable following the procedure.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
Correction: (B)(4).

Event description:
New information received notes the stabbing pain on the lower left side of the heart was a possible perforation.